Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient had been mistakenly discharged immediately after admitted and it was unable to change the discharge date even after readmitting. A readmission message was needed to correct the discharge date. The technical support specialist confirmed that the issue was resolved by the customer with the help of service engineer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, patient had been mistakenly discharged. The customer reported that due to this malfunction user was unable to give the vaccine to the patient. There were no adverse events or injuries reported based on this incident.